Event description:
It was alleged by claimant through counsel, that she was implanted with cartiva on the right side on (B)(6) 2018 and revised on (B)(6) 2018 due to infected hardware. Claimant demands compensation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was alleged by claimant through counsel, that she was implanted with cartiva on the right side on (B)(6) 2018 and revised on (B)(6) 2018 due to infected hardware. Claimant demands compensation.

Manufacturer narrative:
Additional information and correction: manufacturing date (h4) and expiration date (d4). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.